Event description:
The physician was attempting to implant a 2.75 mm diameter x 24 mm length endeavor sprint rapid exchange (rx) drug-eluting stent to treat a lesion in the mid lad. The target lesion was reported to exhibit 80% stenosis, moderate tortuosity and severe calcification. The lesion had been pre-dilated using a 2.0mm x 20mm sprinter legend rx balloon. A 70% stenosis remained following pre-dilation. The endeavor sprint stent failed to cross the lesion and was removed from the pt. Upon removal, it was noted that the stent was damaged. The target lesion was pre-dilated again and was successfully treated using a 2.75 mm x 24 mm endeavor stent. No clinical sequelae were reported. The stent was positioned on the balloon as per spec. A number of struts on the 8th distal stent segment were raised and stretched distally. The distal tip was kinked.

Manufacturer narrative:
(B)(4). Eval results: severe calcification, 70% stenosis, moderate tortuosity. Stent damage, failure to deliver the stent. Eval conclusions: severe calcification, 70% stenosis, moderate tortuosity.